Event description:
It was reported that the device was found in reset while still in the box. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported bvvi was confirmed in the lab. Analysis identified that the device suffered a por and there was some electrical disturbance at the time of por. No damage was detected and the reason for por remained undetermined.